Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was prompting an error 2 strip issue message when she was attempting to test her blood glucose. Per the ot ultralink owner's booklet, the error 2 message prompts when there is a problem with the meter, or the operator is using a used test strip. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2012, 30-45 minutes prior to the start of the alleged issue, she felt "dizzy and unbalanced." On (B)(6) 2012 at 7:00pm, the patient alleged attempting to test on her lfs device and was unable to. The patient reported using no diabetes medications to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2012 at 7:30pm, she self treated with glucose tablets or glucose gel. The patient denied testing on another device. At the time of troubleshooting, the cca determined this was not the first time the subject meter had been used and there was no misuse of the product. The cca noted the patient's testing process was correct. When the patient was prompted to press the power button, the alleged error message did occur. Replacement products were sent to the patient. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The patient's reported symptoms do not meet lfs' criteria for a serious injury. There were no reported blood glucose readings or intervention from a third party suggestive that an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.